Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device revealed that the fracture was located at the driver¿s distal tip. The second half of the driver¿s tip was not returned. Dimensional analysis was not performed due to post manufacturing damages. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. However, the noted damage suggests that the set screw driver that was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the final tightener driver becoming broken. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the surgeon tried to remove the sfx implant, the tip of reported driver shaft was broken. The broken fragment was retrieved from the patient¿s body. There were no broken parts in the patient¿s body. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.